Event description:
The complainant reported that the clinician was performing an anterior floor repair procedure on a female patient (age and weight unknown) using a pinnacle pelvic floor repair kit (date of procedure unknown). During this procedure, the bullet detached from the suture. There was no indication from the complaint of any adverse effect to the patient, as a result of the reported malfunction.

Manufacturer narrative:
The lot number of the pinnacle pelvic floor repair kit is not known; therefore, the device manufacture date and expiration date could not be determined. The complaint indicated that the device will not be returned for evaluation as it had been discarded subsequent to use; therefore, a failure analysis of the complaint device could not be performed.